Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor and blower assembly were replaced to address the issue. The device had evidence of water ingress.